Manufacturer narrative:
The suspect device was returned and evaluated. The reported problem was confirmed; the evaluation found that the video connector socket did not secure paddles, causing image noise or loss when the paddles were slightly moved. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an intermittent image was produced. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed after a short delay using a similar device. There was no patient injury that occurred, associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified. However, it is possible the cause was related to the user¿s misuse of the device. Per instructions for use: intermittent image - foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. Wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. - the video system center cannot communicate with the endoscope. - stop using the endoscope and contact olympus. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is submitted to provide additional device evaluation information. Further evaluation of the suspect device reproduced the reported problem of "intermittent image"; the cause was assigned to a printed circuit board failure (dp board). The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.